Event description:
Patient was revised to address pain. Osteolysis was discovered intraoperatively. Clinical report states: metalosis leading to revision.

Manufacturer narrative:
The customer reports the patient was revised to address pain. Osteolysis was discovered intra-operatively. Clinical report states: metallosis leading to revision. Doi: (B)(6) /2001 - dor: (B)(6) 2012 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product and/or lot information was not provided for the remaining devices. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. B.. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. H3 other text : not returned

Event description:
Pfs and medical records received. In addition to what was previously alleged. Pfs alleges device failed causing injuries. After review of medical records for the MDR reportability, patient was revised to address failed right total hip arthroplasty secondary to metallosis and failed metal-on-metal hip replacement, possible infection. Operative findings reported of metallosis, osteolysis, metallosis debris and disengaged metal liner. Pelvis views demonstrate that there is subcutaneous emphysema. Hip trochanter biopsy showed consistent with metallic wear debris. Clinic visits reported of elevated crp, sedimentation rate and metal ions. It was also reported that there was leg inequality, pain in groin and episodes of swelling. Doi: (B)(6)/2001 -dor: (B)(6)2012 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).